Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced hematuria, and a suspected ventricular assist device (vad) thrombus associated with high power. The patient was placed on extracorporeal membrane oxygenation (ECMO), temporary mechanical circulatory support and was intubated. The vad was exchanged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the pump was not returned for evaluation. The reported high power event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. Based on risk documentation, multiple factors may have contributed to the reported high power event including but not limited to external factors such as thrombus formation/ingestion, patient related factors, and/or inappropriate pump rotational speed. Information provided by the site indicated that, in addition to high pump power consumption, the patient experienced hematuria and a thrombus in the pump in the pump was suspected. The patient was placed on extracorporeal membrane oxygenation (ECMO) and temporary mechanical circulatory support and the vad was exchanged. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental is being submitted for additional event details. Additional products: d1: heartware ventricular assist system ¿ outflow graft d4: model #: 1125 / catalog #: 1125 / expiration date: unk / serial #: (B)(6) d9: no h3: no h4: mfg date: unk h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient had regurgitation through the outflow graft when the vad thrombosed. The ofg was occluded with an asd occluder in the catheterization lab. When the vad was turned off and ofg occluded, the patient got hypotensive, which progressively worsening in five minutes, turning to pulseless electrical activity (pea) arrest. Extracorporeal membrane oxygenation (ECMO) and impella were placed. Hemodynamics improved and intravenous (IV) vasopressors able to be decreased. The right and left heart catheterizations noted severe mitral regurgitation and pulmonary edema. Four days later the impella was removed as it was no longer functional and an additional arterial canula was inserted for increased ECMO support. Two days later the patient had the vad exchanged, repair of patent foramen ovale and removal of ECMO. When coming off of cardiopulmonary bypass, severe bleeding was observed into the chest. The patient was placed back on bypass and the left ventricular apical cannulation site was identified as the bleeding source and stitched to control bleeding. A competitor ECMO circuit was used for temporary right ventricular assist device (rvad) support. The chest was left packed with sponges and temporary closure material with a wound vac placed. A reported four liter blood loss occurred with blood product transfusions required.

Manufacturer narrative:
A supplemental report is being submitted as the investigation summary was revised. Additional product: serial#: (B)(6), product event summary: the ventricular assist device (vad) (B)(6), and the associated outflow graft (lot: 1001879675) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event is not related to a manufacturing or servicing issue. Log file analysis could not be performed since log files were not available for analysis. As a result, the reported event could not be confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the reported high-power event including but not limited to external factors such as thrombus formation/ingestion, patient related factors, and/or inappropriate pump rotational speed. Per the instructions for use, device thrombus, bleeding, and cardiopulmonary arrest are known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.